Event description:
On 1/6/2025, it was reported by a distributor via email that an ar-1588rtt acl fibertag tightrope tensioning sutures broke from the button when pulling it through the femoral tunnel. The graft was removed from the patient's knee and a new ar-1588rtt acl fibertag tightrope was used. This was discovered during an aclr procedure on (B)(6) 2025. Additional information received on 1/13/2025: the case was completed using another ar-1588rtt acl fibertag tightrope. The case was delayed between five to ten minutes to retrieve the new ar-1588rtt acl fibertag tightrope. The sales representative is unable to answer if additional anesthesia was administered but does not believe the delayed time altered anesthesia¿s protocol.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.